Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead produced poor thresholds after placement. The lead position was adjusted but it was found that the helix could not be reset. The lead was removed and it was observed that the lead had been twisted. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.